Event description:
Customer received high readings on meter,dosed accordingly with insulin and experienced a hypoglycemic event. Customer suffered from vomiting,lethargy,chest pains and, shortness of breath. Customer was treated at the hospital for high blood glucose. Reading from the meter were compared to lab readings with the meter providing results that were 100 points higher than the lab. Customer discovered that incorrect strips had been used for the meter. Softact strips were used on xtra optium machine.